Manufacturer narrative:
H4: device manufacture date: may 17, 2022 - may 18, 2022. H10: the device was received for evaluation partially filled with solution. A visual inspection with the unaided eye and with magnification was performed with the fill port cap removed; no foreign matter was observed in the fluid pathway of the device. He reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The particulate was further described as "a black string". This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.